Manufacturer narrative:
This is our combined initial and final report on this incident

Event description:
The customer reported that he missed an anti-d with cell #1 of biotestcell 1&2. The customer used the ortho qc kit for evaluating reagents. The customer reported that the ortho confidence sample (B)(4) which contains anti-d and anti-c showed a false negative reaction with cell #1. The reaction with cell #2 of biotestcell 1&2 was correctly positive. Despite several inquiries, the customer did not provide a date of event. The customer did return the supposedly defective product and also the ortho confidence sample that had caused the false negative test result. Our quality control laboratory tested the product sample returned by the customer in parallel to their retained sample of biotestcell 1&2 with the ortho confident sample and yielded correct positive results. We did not observe any false negative reaction. Testing by our quality control laboratory confirmed the allegedly defective lot of biotestcell 1&2 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.